Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu2998 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a PICC insertion placed into right upper arm brachial vein on (B)(6) 2020. On (B)(6) 2020, the PICC was very difficult to flush or aspirate. On assessment, it was found that the PICC's function was positional with the patient's arm movements. The flow would only function if the patient's arm was manipulated and moved into certain positions, or it was totally occluded. There were no visible kinks on the external portion of the catheter. This necessitated a new PICC insertion into a different vein.